Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred when the device was fired on the cystic duct. In addition, the clip fell out from the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.